Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen. The patient experienced a rash, redness, inflammation, and blisters that covered the abdomen. The patient was prescribed an unspecified oral antibiotic. No additional patient or event information is available.